Manufacturer narrative:
Additional information: section h manufacturer narrative, section b describe event or problem, section d device available for eval and returned to manufacturer. Part analysis: the reported condition of hh drawer 5 not detected on bus was confirmed by fse and subsequently confirmed in the dchu inspection process. According to work order (B)(4), the field service engineer (fse) reported that half height cubie drawer 5.1 all pockets were not detected on the bus. Shut the station down and inspect the row board cable and the retractor band. Retractor band had markings on it that seemed to indicate excessive wear. The fse replaced the retractor band and rebooted the station to resolve the issue. During dchu visual inspection: pn 353844-01: the unit revealed black marks along the flat flex cable and copper strands showing signs of thermal damage. No fluid ingress, bends, cuts or other anomalies were observed during dchu testing: pn 353844-01: no further testing was performed since signs of thermal damage were observed on the copper strands of the returned assy retractor dwr hh cubie. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint of hh drawer 5 not detected on bus was due to crossed continuity between adjacent copper strands of the ¿assy retractor dwr hh cubie¿ (pn 353844-01) which led to the observed thermal damage and ultimately compromised the drawer's functionality.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had drawer failure showed not detected on bus. The customer stated that there was a delay in patient care. As per part investigation, it was determined that the failure was caused by a short between adjacent copper strands in the retractor band. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had drawer failure showed not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27 april 2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that half height cubie drawer 5 in the main of was showing as not detected on bus. A field service engineer found half height cubie drawer 5.1 all pockets were not detected on the bus. Shut the station down and inspect the row board cable and the retractor band. Retractor band had markings on it that seemed to indicate excessive wear. Replaced the retractor band and rebooted the station to resolve the issue. The system functioned as intended after the field service engineer repaired the device.